Event description:
It was reported that a novum iq large volume pump had "constant occlusion alarm" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. Correction: g4: PMA/510k #. H11: the device was received for evaluation. A review of the event history log identified a uso sensor failure low (system error 21515) prior to the report date. Upon performing a simulated infusion, the device kept alarming for upstream occlusion. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a sensor out of calibration. The upstream sensor was calibrated to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.